Event description:
A medical doctor reported that the knives were not sharp enough during various surgeries. No specific dates of events and no pt identifiers were provided. No pt harm has been associated with any of these events.

Manufacturer narrative:
Eight samples have been rec'd, but the eval is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).